Event description:
A customer called and stated that the pt when using excel off brand reagent received vastly different readings within five mins of each other. Examples were 40, 160, 141, 83 mg/dl. The difference between the extreme readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was encouraged to contact the co's 24/7 customer svc line if any add'l issues or questions are encountered. The complaint is considered closed for purposes of MDR.